Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In a letter returned by the customer, it was reported that she had been hospitalized due to low blood glucose levels. It was stated that the customer was found unconscious with low blood glucose and low oxygen. Called the customer for more information, but the call was disconnected while the customer was on the line. Called the customer again, but the phone number on file was no longer active. Nothing further was reported at this time.